Event description:
Before use on patient a hair was found on the distal curve of the device inside the cath f6 st+ pig 155 110cm 6sh packaging. The packaging had not be opened and appeared normal. The device was discarded and there was no photo taken to confirm the complaint.

Manufacturer narrative:
This is an initial/final MDR report. Complaint conclusion: before use on a patient, a hair was found on the distal curve of the device inside the cath f6 st+ pig 155 110cm 6sh packaging. The packaging had not be opened and appeared normal. The device was discarded and there was no photo taken to confirm the complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of hair in the package could not be confirmed. Controls are in place to prevent damaged or contaminated products from leaving the facility. With the limited information provided and no pictures to confirm or deny the complaint it is not possible to determine what factors may have contributed to the reported event. There is nothing in the DHR review to suggest that there is a design or manufacturing related issue, therefore no corrective action will be taken.